Event description:
It was reported that the pt has bilateral hip implants. Right hip surgery was done on (B)(6) 2003 and pt has no complaints. Her left hip surgery was done in (B)(6) 2003. Pt said that she has pain in the left hip, back, and knee since (B)(6) 2011. She had two MRI's and a cat scan that showed a hematoma in the left hip implant. Her doctor told her in (B)(6) 2011 that the hematoma is from the implant¿s metal. She followed up with an x-ray and according to pt ¿everything is fine¿ until (B)(6) 2012. She developed a new hematoma at the same site. The new MRI showed abscess or hematoma.

Manufacturer narrative:
Add¿l info has been requested and if received will be provided in a supplemental report.